Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h4 (device manufacture date), h6: the radiolucent insertion handle frn (part#: 03.033.001, lot#: 700499, mfg#: 22-feb-2018) was received at us cq with no signs of breakage on the device. The device looks like it is in good condition with no visual defects. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part: 03.033.001, lot: l700499, manufacturing site: hägendorf, release to warehouse date: 22.feb.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient # (B)(6). Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure due to left subtrochanteric femoral fracture , a driving cap thread broke out of radiolucent insertion handle for a femoral recon nail (frn) while being struck by an unknown mallet. Additionally, the insertion handle for frn was broken as well. The driving cap was manually held in place to facilitate driving nail into position. The broken fragment was easily removed. The procedure was successfully completed without surgical delay. Patient fracture reduction was completed with no harm reported. Concomitant device reported: unknown mallet (part# unknown, lot# unknown, quantity#1) and recon nail (part#04.033.037s, lot#l823652, quantity#1). This is report 2 for 2 (B)(4).